Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a black screen. The event occurred during inspection for use. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 9610595-2026-23629-00 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.